Event description:
Premature battery depletion was repoted and the device was replaced. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device did not meet its projected longevity. Pacing current drain levels were higher than normal for the device and caused the early battery depletion. The high current drain was caused by an anomaly on an integrated circuit. The circuit was damaged during the analysis and therefore, the root cause was not determined.